Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker had an infection. The system may be extracted. There were no additional adverse patient effects reported. All available information indicates that the pacemaker remains in service.